Event description:
It was reported that the pump touch screen was cracked and unresponsive, customer¿s blood glucose level was within range (value not provided). The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.